Manufacturer narrative:
The review of the manufacturing data shows that: - the raw material of the anatomic® insert complies with the iso 5834-2 standard. - the raw material of the anatomic® tibial base plate complies with the iso 5832-4 standard - the review of the manufacturing history records shows that the devices were manufactured according to our specifications and drawings. - 100% of the parts were inspected during manufacturing process and no anomaly was detected. The review of the internal vigilance database reveals that no other incident was reported related to the same batch number of the tibial base plate and insert. The occurrence rate is rare (based on anatomic inserts global sales between 2014 and (B)(6) 2026) the visual analysis of the returned devices showed: - on the posterior part and on the lateral part of the insert, marks under the clip groove suggesting tissue interposition during impaction. - on the anterior part of the insert, presence of marks showing attempts of impaction. In conclusion and according to the elements in our possession, the insert was likely not properly pre-positioned on the tibial baseplate, which led to impaction impossible. Nevertheless, the exact origin of this incident cannot be established.

Event description:
Impaction issue reported of an anatomic insert size 4 thickness 14 with anatomic tibial base plate for fixed bearing insert cemented size 4. The tibial base plate remained implanted and the surgeon assembled another anatomic insert thickness of 16 mm instead of 14 mm initially planned, therefore this incident is assessed as reportable although risk for patient harm is low. Involved devices: anatomic fixed bearing insert size 4 thickness 14 mm (reference: 1-0204742 and lot number: 410356) anatomic tibial base plate for fixed bearing insert cemented size 4 (reference: 1-0204904 and lot number: 429267).